Manufacturer narrative:
(B)(4). Date sent: 2/13/2023. Video analysis: this is an analysis of a video submitted for evaluation. Video: the video provided by the customer shows a megadyne generator. During the video, the generator activates intermittently. Based on the video, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through video analysis. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Serial number was received and DHR is pending review. When the review is completed, a supplemental will be sent with a summary of the evaluation. A video was received and is pending review. When the review is completed, a supplemental will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the megen1 (sn (B)(4)) when connecting a bipolar forceps and activating the "autobipo function" with the corresponding bipolar cable (kls martin: ref: (B)(4), this setup works on the other megen1 generators in the house) the generator activates automatically without closing the forceps or touching tissue. Manual activation without autobipo function runs properly according to first evaluation. One hears that the automatic self-triggered activations run only very briefly and irregularly. This function worked without problems before the initial repair. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 3/6/2023 additional information received: acc. To the marks on the cable and the forceps it should be : manufacturer forceps : erbe bipolar , model: 20195-010 manufacturer cable : kls martin , model: 80-287-89-04 device analysis: the device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Per service manual operational and diagnostic analysis did not confirm the reported automatic activation. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. Photo analysis: this is an analysis of an image for evaluation. Image: the image provided by the customer shows a non-ees bipolar cable and a non-ees bipolar forceps with no apparent damage. The photo analysis results found that the returned devices are not ethicon products. No further analysis was performed.